Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence urinary/bowel dysfunction it was reported that  the patient has not been getting symptom relief for about a month. Caller stated they checked the impedances and contact 0 is greater than 4k ohms with all electrodes. Electrode pairs involving 1, 2 and 3 are around 1000 ohms and case pairs are around 600 ohms. Agent reviewed that likely patient wasn't receiving therapy if using a program that utilized contact 0 and suggested trying other programs that do not use contact 0 to see if patient receives benefit otherwise a lead revision may be needed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.